Manufacturer narrative:
Information added/updated to sections d9, h3 and h6 (device code, type of investigation, investigation findings and investigations conclusions) additional h6 (type of investigation) code: labelling review h3: device evaluation: customer reports of calcification and stenosis were confirmed through visual evaluation. Customer report of leaflet thickening was confirmed due to observed calcification. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Extrinsic calcific deposits were observed on the inflow and outflow aspects of leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 2 at the inflow aspect and approximately 5 mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal in both inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut and exposed the sewing ring silicone. Multiple suture threads remained attached to the sewing ring. Multiple suture holes were visible around the sewing ring. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and rheumatic heart disease.

Manufacturer narrative:
H11: additional manufacturer narrative: this report is related to manufacturer reports 2015691-2023-13957 and 2015691-2026-11275.

Event description:
Edwards received notification from australia that a valve model 3300tfx19mm, implanted in the aortic position, was explanted after an implant duration of approximately seven (7) years and ten (10) months due to calcification leading to increased transvalvular gradients. At five (5) years and two (2) months post-implant, echocardiographic evaluation demonstrated mild to moderate aortic stenosis with elevated gradients (mean pressure gradient 18 mmhg; peak velocity 2.4 m/s). The examination noted thickening of the right coronary cusp with restricted leaflet motion and minimal central regurgitation. A follow-up echocardiogram performed several days later showed a moderate increase in gradients (mean pressure gradient 32 mmhg; peak velocity 3.3 m/s). At that time, no immediate aortic valve re-intervention was planned, as the patient was reportedly asymptomatic with respect to aortic stenosis. Over the subsequent two (2) years, the aortic valve function progressively deteriorated with leaflet calcification leading to the aortic pressure gradient ultimately increasing to approximately 65 mmhg. The patient later presented with symptoms including dyspnea and lethargy. The valve was explanted and replaced with a non-edwards mechanical valve. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.